Manufacturer narrative:
The reason for this revision surgery was due to a patient fall. The previous surgery and the revision detailed in this investigation occurred over 14 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to patient fall. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. Agent has clearly mentioned that the " patient fell two weeks post-op", it seems that the event may have possibly occurred due to lack of post-operative care, patient activities or trauma. Due to the short time between the previous and revision surgery, the event may have been possibly occurred due to patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined

Event description:
Revision surgery - due to the patient falling two weeks post-op after a total knee arthroplasty. The surgeon performed an insert exchange and wash out. Patient should recover normally.